Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the trach tube's cuff had a hole and not inflating as observed during pre-test. Further test in a glass of water confirms cuff leaked air. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection noted a section of one tracheostomy cuffed tube outside its blister, no identification information was visible in picture but the cuff can. It was inflated in a picture and deflated in the other one. It was reported that the trach tube's cuff had a hole and not inflating as observed during pre-test. Further test in a glass of water confirms cuff leaked air. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use larger than a 1.0 cc/ml syringe when adding air into the cuff and monitor the cuff pressures frequently. Each tube¿s cuff, pilot balloon and valve should be tested by inflation prior to tube insertion. If dysfunction is detected in any part of the inflation system, the tube should not be used. The taperguard¿ cuff is a taper-shaped low pressure cuff with a lower volume than a cylindrical high volume, low pressure cuff. The volume of air required to properly inflate the taperguard¿ cuff will be significantly less. Do not overinflate the cuff. Ordinarily, cuff pressure should not exceed 25 cm of h2o. Closely monitor cuff pressure under a physician¿s guidance. Overinflation may lead to permanent tracheal damage, rupture of the cuff with subsequent deflation, or cuff distortion that may cause airway blockage. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, the cuff should be pulled back. Inflate the cuff and gently move the cuff away from the distal tip of the cannula towards the neck plate as the residual air is removed by deflation. Do not use sharp instruments such as forceps or hemostats that would damage the cuff when manipulating it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The devices and two photos were available for evaluation. Visual inspection of the first sample noted that the cuff had a small cut. Visual inspection of the second, third and fourth samples noted that all the components were assembled properly at the tubes. Functional testing on the first sample noted that during an inflation/deflation test performed using a syringe, air was applied to the cuff and it was observed that the cuff deflated after a few seconds. Functional testing on the second, third and fourth samples noted that during inflation/deflation tests performed, air was applied to the cuffs using a syringe and it was observed that the cuffs held the air. The samples were left inflated for 12 hours. After this time no deflation was observed. Additionally, the samples were submerged into a container filled with water and no leaks were observed. It was reported that the trach tube's cuff had a hole and was not inflating as observed during pre-test. Further testing in a glass of water confirmed the cuff leaked air. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The instructions included with this device provide the following guidance: do not use larger than a 1.0 cc/ml syringe when adding air into the cuff and monitor the cuff pressures frequently. Each tube¿s cuff, pilot balloon and valve should be tested by inflation prior to tube insertion. If dysfunction is detected in any part of the inflation system, the tube should not be used. The taperguard¿ cuff is a taper-shaped low pressure cuff with a lower volume than a cylindrical high volume, low pressure cuff. The volume of air required to properly inflate the taperguard¿ cuff will be significantly less. Do not overinflate the cuff. Ordinarily, cuff pressure should not exceed 25 cm of h2o. Closely monitor cuff pressure under a physician¿s guidance. Overinflation may lead to permanent tracheal damage, rupture of the cuff with subsequent deflation, or cuff distortion that may cause airway blockage. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, the cuff should be pulled back. Inflate the cuff and gently move the cuff away from the distal tip of the cannula towards the neck plate as the residual air is removed by deflation. Do not use sharp instruments such as forceps or hemostats that would damage the cuff when manipulating it. Correction: h6 (patient codes, health impact) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.